Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with 400cc mentor smooth round moderate profile gel implants on (B)(6) 2007 on both sides experienced a rupture in the left implant accompanied by silicone leakage. MRI performed confirmed the rupture. The patient reports that a lot of silicone has leaked out and that the left breast is at least a cup size smaller in comparison to the right breast. She has concerns about silicone infiltration in the liver. It was also reported that the patient experienced bilateral device migration, and generalized illness symptoms including weight loss, vomiting, double pneumonia, looking anorexic, pain, scared, palpable implant, and asymmetry. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On january 5, 2023, mentor became aware that the implants were ruptured. Device problem code "material rupture" has been added to field h6 on this form. Reason for device explant and/or reoperation: right rupture, device migration, and generalized illness. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This medwatch report was initially submitted on september 22, 2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. On september 13, 2022, mentor became aware that the date of surgery is (B)(6) 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right device migration, and generalized illness since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 13, 2023, mentor became aware that the patient had them removed on (B)(6) 2022 and was not quite ready to replace them. The surgeon did the replacement surgery on (B)(6) 2023. Field d6b has been updated to (B)(6) 2022 on this form accordingly. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).